Event description:
Incorrect behavior - no stance phase resistance (free knee). No falls, patient is highly active and is hard on his knees. Free swing only right now. No known consequences. Further information received on 16-jan-2025: free knee the patient is a good walker and hasn't fallen or stumbled. No injuries. Further information received on 24-feb-2025: locked up in bent position and he fell. Charging issue. He said battery always says "3" even if charged overnight.